Manufacturer narrative:
The reported issue that a device failure had occurred could not be confirmed or investigated further; no product or device logs were returned, and no additional information as to the type of failure was provided. The file was opened to document the issue that was reported. No further investigation of this event is possible. The alaris system is typically used for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is patient involvement.

Event description:
It was reported that an unspecified device failure occurred. Customer reported that there were no adverse effects to the patient from this event.